Event description:
The patient had a lead revision (B)(6) 2011. The reason, the revision was needed was not reported. It was unclear if the patient had used her implantable neurostimulator (ins) after the revision. The health care professional was unable to adjust the stimulation because the ins was in a power on reset condition. Additional information indicated that the ins was explanted and replaced because it was malfunctioning or non-functional. The patient was not hospitalized and was not injured. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).